Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated guidewire compressed into vessel wall. Device issue: separated guidewire. It was reported that the pt had multiple vessel disease and during the procedure, many guidewires were used and multiple stents of different types were implanted in various lesions. This part of the procedure was to treat an extremely tortuous saphenous vein graft in the proximal obtuse marginal, with acute angles of anastomosis. Another company's guidewire would not cross the lesion. A voyager catheter was used to exchange the guidewire for the pilot 50 guidewire. During removal of the voyager, the guidewire snapped at the proximal end, which came out with the balloon catheter. The distal portion of the guidewire, approx two inches, remained in the coronary and floated across into the proximal cx. Attempts to snare it were unsuccessful. The decision was made to stent the piece of guidewire against the vessel wall. The pt is reported to be stable post procedure. No additional event or pt information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the guidewire was returned with blood and contrast visible on the core and polymer coating. The guidewire was separated, 5.5 cm proximal to the tipball. The polymer coating material was stretched at the separation. There was no other damge noted to the guidewire. The guidewire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond it's design limit causing the tip to detach. Normally, for the guidewire to fail to this type of overload, some portion of the guidewire tip would have to be trapped either in the anatomy or in another device while excessive bending or pushing force (resulting in a bend) was applied. From the incident description, it could not be determined what caused the pilot guidewire to be over bent. Because of the previous difficulty in the case attempting to cross, it is possible that the catheter became damaged resulting in resistance with the guidewire and this may have generated the excess bending. It is also possible that difficulty crossing the pilot could have overloaded the guidewire, although this part of the procedure was not described in the incident information. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This MDR is considered closed by the product performance group.